Manufacturer narrative:
The customer used a centrifugation time of 5 minutes at 1849 g. Based on the type of sample tubes used, the centrifugation time should be 10 minutes at 1300-2000 g or 5 minutes at 3000 g. The investigation determined the event was due to preanalytical handling issues.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The calibration and qc were acceptable. No relevant alarms occurred. The customer and service maintenance were completed per the specifications. The instrument surfaces were adequately clean. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 7 patients' samples tested with elecsys vitamin d total iii assay on a cobas pure e 402 analytical unit. Sample 1: initial result: 117 ng/ml. 1st repeat result: 22 ng/ml. 2nd repeat result: 24 ng/ml (tested with the new reagent pack). Sample 2: initial result: 82.8 ng/ml. 1st repeat result: 31.7 ng/ml. 2nd repeat result: 34.72 ng/ml (tested with the new reagent pack). Sample 3: initial result: >120 ng/ml. 1st repeat result: 46.3 ng/ml. 2nd repeat result: 49.44 ng/ml (tested with the new reagent pack). Sample 4: initial result: 78.6 ng/ml. Repeat result: 23.7 ng/ml (tested with the new reagent pack). Sample 5: initial result: 93.1 ng/ml. Repeat result: 30.9 ng/ml (tested with the new reagent pack). Sample 6: initial result: 62.4 ng/ml. Repeat result: 28.3 ng/ml (tested with the new reagent pack). On (B)(6) 2026: sample 7: initial result: >120 ng/ml. Repeat result: 50.4 ng/ml. The repeat results were deemed to be correct.